Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were slow to react and sometimes had to press buttons a couple times to react. Customer¿s blood glucose level was unknown. Customer declined 24 hours helpline transfer. The device will not be returned for analysis.